Manufacturer narrative:
(B)(6). Reported here as city name exceeded the character limit for designated field. Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. This device is recommended for use with a 0.014 (0.36mm) guidewire as per the instructions for use (IFU). Device was received unsheathed with customers guidewire inserted in the device, which was noted to be damage. The investigator was unable to remove the guidewire while the device was unsheathed. The investigator was unable to fully sheath the device and was still unable to remove the guide wire due to the guidewire damage. The device was soaked in a water bath at a temperature of 37 degrees celsius over night and was removed, the investigator was still unable to remove the filterwire from the device. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. This concludes the product analysis.

Event description:
It was reported that arterial dissection occurred requiring placement of another stents. A 10.0-24 carotid wallstent self-expanding stent was selected for treatment. However, after the carotid wallstent was implanted, it was noted that the stent delivery system got stuck in the (non-bsc) guidewire and could no longer be moved. Due to severe resistance, the stent delivery system was removed from the body along with the non-bsc guidewire. Subsequent angiography revealed arterial dissection near the distal part of the wallstent placement site. Therefore, a new non-bsc guidewire was inserted again to the distal part of the internal carotid artery, and two non-bsc stents were placed to cover the entire lesion from the distal part to the proximal part of the wallstent. No further issues were observed after the procedure. There were no patient complications as a result of the event.

Manufacturer narrative:
E1 - initial reporter city: (B)(6) reported here as city name exceeded the character limit for designated field.

Event description:
It was reported that arterial dissection occurred requiring placement of another stents. A 10.0-24 carotid wallstent self-expanding stent was selected for treatment. However, after the carotid wallstent was implanted, it was noted that the stent delivery system got stuck in the (non-bsc) guidewire and could no longer be moved. Due to severe resistance, the stent delivery system was removed from the body along with the non-bsc guidewire. Subsequent angiography revealed arterial dissection near the distal part of the wallstent placement site. Therefore, a new non-bsc guidewire was inserted again to the distal part of the internal carotid artery, and two non-bsc stents were placed to cover the entire lesion from the distal part to the proximal part of the wallstent. No further issues were observed after the procedure. There were no patient complications as a result of the event.